Event description:
It was reported that 263 days after a coronary artery drug eluting stenting procedure the pt experienced a gastrointestinal bleed (gi). Target lesion 1 was a 3.5mm, 80% stenosed portion of a saphenous vein graft in the left posterior lateral (1st lpl). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.0x23mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 70% stenosed portion of a saphenous vein graft in the distal right coronary artery (rca). The physician treated the lesion with direct stenting and successfuly placing a taxus express2 8.8% 3.0x20mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 263 days after the initial procedure, the pt experienced a gi bleed and required hospitalization with treatment consisting of blood transfusions and steroid administration with resolution of the event. The pt was discharged 12 days later.